Event description:
The consumer reported that her1221359-2023-01302 mother had experienced two (2) false neg(B)(6)2023. This MFR. Report addresses test one (1) of two (2). The consumer reported that her mother received a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Confirmation testing via unknown testing platform was performed at a hospital two (2) days later ((B)(6) 2023) using a nasal sample and generated a positive result. The consumer did not report any symptoms attributed specifically to covid-19 at the time of testing but mentioned that her mother has asthma and was taking treatment for this pre-existing condition. The consumer confirmed that her mother did not require any medical attention but noted that she would be having an update with her doctor.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219026 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/ lot 219026 and device part number 195-430h/ lot 213046. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219026 showed that the complaint rate is 0.000684%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded